Manufacturer narrative:
Visual evaluation of the returned device revealed that the distal tip was broken. Functional analysis was not performed due to the condition of the device. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the small bowel during a push enteroscopy with a colonoscope procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the injection gold probe was used to treat a bleed in the small bowel anastomosis it failed to cauterized. A second injection gold probe was used to complete the case using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the small bowel during a push enteroscopy with a colonoscope procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the injection gold probe was used to treat a bleed in the small bowel anastomosis it failed to cauterized. A second injection gold probe was used to complete the case using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.